Event description:
It was reported to medtronic minimed that the customer reported damage to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and found bubble on the screen of the insulin pump. No harm requiring medical intervention was reported. Mmt-1880 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After battery installation unit gave an unexpected partial display with horizontal lines on display due to bent lcd image area. Unit passed self test. Pump was cut open to perform visual analysis and found moisture damage on the pcba 1 near lcd image area / pcba 2 j1 / motor / force sensor. Test p-cap locked properly into reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, minor cracked lcd window, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and corroded battery tube. Missing segments/partial display was confirmed due moisture damage on the pcba 1 near lcd image area / pcba 2 j1 / motor / force sensor. Exposure to moisture confirmed. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case was noted. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.